Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), and the right ventricular lead integrity alert. Beginning (B)(6) 2016, (B)(4) ventricular sensing integrity counts (sic); high rate-ns episodes with evidence of lead noise oversensing. Rv lead integrity warning occurred on (B)(6) 2015 for 2 or more high rate-ns episodes and sensing integrity counter (sic) greater than or equal to (B)(4) in 3 days. (B)(4).

Event description:
It was reported that a lead integrity alert (lia) triggered for the right ventricular (rv) lead due to high sensing integrity counter (sic). The rv lead was reprogrammed and then capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.